Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery without a low battery alarm. The customer¿s blood glucose level was 312 mg/dl at the time of the incident. The customer reported that about 2 hours ago the insulin pump started beeping. The insulin pump said they have to insert a new battery in. It took 3 times and finally to get one to stay in there and lock in. They got that in and pressed the big white button and it started telling to change the reservoir. Blood glucose was at 308 mg/dl. Customer did not receive a low battery alert prior to the replace battery now alarm. This was not the second occurrence of replace battery now without a low battery warning. Customer was able to treat the 312 mg/dl blood glucose and 15 minutes later it went down to 298 mg/dl. The insulin pump will not be returned for analysis.